Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that they are experiencing jaw popping. This jaw popping stopped after not wearing the aligners for a few days. Patient states when they wear the aligners and take them out to eat their jaw pops, it is a very loud pop, and they cannot wear their aligners. The popping has gotten worse, not better lately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.